Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -08.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional information: reported indicated on 21/nov/2022, that there is no claim of excessive vault against the 13.2mm vicmo13.2 lens sn: (B)(6). Lens remains implanted. Claim#: (B)(4).